Event description:
Pt reported, that in 2005, she had her first hernia surgery for an umbilical hernia. Pt stated, she started having bladder problems and could not control her urine (no timeframe given). CT scan on or about in 2007 indicated, that she had a recurrent umbilical hernia with incarceration and suggestive of a partial obstruction. The following month, pt had her second hernia surgery. Pt reports, that the surgeon stated, that the hernia with incarceration and partial obstruction and the mesh had warped around her intestines.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. While recurrence is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.